Event description:
The device separated into two pieces when it was removed at the end of the procedure. The surgeon retrieved the second piece. The patient's death was subsequently reported. This event occurred overseas and additional informaton has not yet been provided to the company.